Manufacturer narrative:
The device was not returned to bsn for evaluation as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a reimplantation of leads (see mfg. Report #3006630150-2011-01864) the patient's ipg was replaced. The physician observed fluid around the existing ipg and took cultures. The patient was prescribed 10 days worth of antibiotics and the symptoms have resolved.